Event description:
The contact stated the customer's blood glucose was tested using the customer's breeze meter and the dr's meter (brand unk). The breeze meter read 383 mg/dl, while the dr's meter read 183 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. A new breeze2 meter was sent to the customer, along with replacement test strips.